Event description:
The customer reported that they have experienced multiple occurrences of cracking female luers. No specific pt event info has been reported. No pt harm or medical intervention was reported and no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The customer complaint of cracked female luer could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.